Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 232,1 mcg via an implantable pump. It was reported that the pump alarm activates every hour. Regarding factors that may have led or contributed to the issue, this was unknown and normal use was further indicated.  No diagnostics were yet performed and they were to check the logs in the physician programmer.  Actions or interventions taken to resolve the issue included the pump having been refilled, dose changed by 1%, and a pump update having been performed.  The issue was not resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025.  The pump remained implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that today [2026-apr-03], the patient had their first visit to the center since august last year (almost 8 months). When the rep found out that this visit was planned, they asked to participate and was granted permission. The patient reported that during this time the alarm activated every few hours. The physician emptied the pump reservoir (full reservoir volume), approximately 20 ml of baclofen, which meant that the pump was not delivering the drug for the period from august 2025. Therefore, the physician scheduled a catheter replacement for may 19, 2026. The physician also filled the pump reservoir with natrium chloratium 0.9% [9.0 mg/ml] at a dose of 20.0136 mg/day. The rep also attached screenshots from the report from today's [2026-apr-03] connection to the pump (after completing the refill procedure) with logs. It was unknown if there was any medical history related to the event. The implant date of the pump was 2023-apr-20. The specific audible alarm that occurred every hour was not determined. From the information received from the patient regarding the frequency of the alarm, it may seem that it was a non-critical alarm. The cause of the issue was unknown, but it was known that the pump was not delivering baclofen into the catheter. The event was not resolved. The devices were currently still implanted and still in use. According to the system event logs retrieved at 11:20 on 2026-apr-03, the following was seen: 2026-feb-02 at 09:16 - critical alarm - empty reservoir alarm (06) 2026-jan-15 at 23:46 - non-critical alarm - low reservoir alarm (0a) 2025-aug-12 at 13:05 - non-critical alarm - low reservoir alarm (0a) 2025-aug-12 at 13:05 - critical alarm - empty reservoir alarm (06) 2025-jul-20 at 20:24 - critical alarm - empty reservoir alarm (06) 2025-jul-20 at 20:24 - non-critical alarm - low reservoir alarm (0a)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.